Event description:
As reported, the implant failed clinically, resulting in major bone osteolysis and necessitating revision surgery. Everything was fine until about 1.5 years ago when pain, effusion and decreased mobility began. X-ray showing osteolysis of the posterior condyles; comparing this x-ray with the one from 2019, degeneration is evident. Radiolucent lines are seen surrounding both components, which should be evaluated clinically (possible loosening?). Bone biopsies and microbiological and histological studies rule out infection. Infectious complication; fall; pressure ulcer; surgical wound inflammation; reintervention. Removal of ptj dta with findings of extensive synovitis and massive tibial and femoral osteolysis and revision arthroplasty with cemented tibia and femoral sleeve. There was no reported breakage of a device or surgical delay/prolongation. The patient required prolonged hospitalization as a direct result of this issue. The patient suffered permanent disability as direct result of this event.

Manufacturer narrative:
D10: c040140g - orthocem g1 standard viscosity cement. 204-63-05 - tibial augment block 1/2-sz 3 5mm. 200-02-35 - three peg patella 35mm. 204-63-05 - tibial augment block 1/2-sz 3 5mm. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.